Manufacturer narrative:
Concomitant medical products: evolutpro-29-us, transcatheter valve, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced tiredness and their implantable pulse generator (ipg) was reprogrammed. Ipg remains in use. No further patient complications have been reported as a result of this event.